Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery not holding a charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse events occurred due to the defective battery.

Event description:
A us distributor reported that a patient's battery was not functioning.

Event description:
A us distributor reported that a patient's monitor case was damaged. A us distributor reported that a patient's battery was not functioning.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was broken free and missing. The root cause for the missing receptacle was physical abuse. No adverse events occurred due to the damaged monitor. Device evaluation of battery sn (B)(6) has been completed. The reported problem (battery not holding a charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse events occurred due to the defective battery.